Manufacturer narrative:
This event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what are the dates of the initial procedure and the follow-up appointment? Did the surgeon require to made additional stitches in the tissue to correct damaged caused by the glue bead in the initial procedure? Was the second procedure only to remove the glue bead? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is the patient current status? Lot number involved. Will the actual sample or representative samples be returned for analysis following information was obtained: what tissue was the needle/suture combination used on? Conjunctiva and sclera of the eye. Some passes there is a small incision already made that the surgeon passes through, but other passes are through intact tissue, which is when the bead at the swage made passage difficult. The caller noted that this is a very delicate procedure, where air in injected into the globe of the eye and used to hold the corneal transplant in contact with the surrounding tissue in the first few hours post op (during which time the patient is kept in the supine position). If the hole made in the tissue is larger, as it would be with the bead passing through, the air could escape more easily and impact the efficacy/healing of the transplant. Was there any damage to the tissue? Asku. Was there any patient consequence or injury? Not at the time of the call, but very delicate healing process. Asku.

Event description:
It was reported that the patient underwent a corneal transplant procedure on unknown date and the suture was used on conjunctiva and sclera of the eye. As the doctor opined that some passes in this procedure are through intact tissue, which is when the bead at the swage made passage difficult. The bead was on the device where the needle was swaged to the suture and came off when the surgeon was passing the needle through conjunctiva and scleral tissue during the procedure. Following the procedure, at a post-operative appointment, the surgeon removed what appeared to be a bead of glue from the patient¿s eye which had come off the device in the initial procedure. Additional information has been requested.